Manufacturer narrative:
The device was not returned to stryker. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted (B)(6) to report that the power (on/off) button of their customer's device was no longer working. As a result, the customer would not be able to power on the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed keypad assembly was further evaluated by stryker product analysis center (pac). The cause of the reported issue was determined to be due to contamination on the keypad assembly.

Event description:
A third-party service agent contacted physio-control to report that the power (on/off) button of their customer's device was no longer working. As a result, the customer would not be able to power on the device. There was no patient use associated with the reported event.

Manufacturer narrative:
After the third-party service agent replaced the keypad assembly and performed other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that the power (on/off) button of their customer's device was no longer working. As a result, the customer would not be able to power on the device. There was no patient use associated with the reported event.